Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator gave transducer fault. No patient involvement.